Event description:
The customer reported a smell from the operators console ups (uninterruptible power supply). The philips field service engineer (fse) confirmed there was no injury to patient, operator or bystander with this issue. There was no report of smoke or fire. The fse confirmed there was powder which was visible on the inside of the ups battery case which had leaked from the failed battery. The fse removed the ups and a new ups was installed.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).